Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. D10: concomitant devices: 02-012-45-4050 - lgc tibial fit tray cem sz 4f / 5t 4412232 200-02-32 - three peg patella 32mm 6500540 h3: the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that this patient's right knee was revised approximately 4 years 6 months post initial operation. The patient reported pain, instability, and dissatisfaction. The patient has recalled a tibial poly insert. The patient underwent a right knee revision, a femoral component revision, and a poly revision was performed due to knee instability. The patient was revised to femoral cc revision component and psc poly implant. The surgeon wanted to upsize the femur component for sizing and to close the extension gap knowing it is off-label when keeping the current tibia implant size. The tibia component was well fixed, and the surgeon trailed the revision sizes. The surgeon was happy with the articulation and stability. The patient was implanted with the cc revision femoral component and new psc poly. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
(H3) pending evaluation.

Event description:
This patient presented to surgeons office complaining about their knee. The patient reported pain, instability, and dissatisfaction. The patient has recalled tibial poly inserts in both knees. The osteolysis is shown to be worse on the left knee x-ray, so the patient was scheduled for a left full knee revision vs poly swap. Revision has not yet occurred.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, h6. MDR section codes updated/corrected: b, c, d. The revision reported was likely the result of the reported pain and instability. Additional reasons for the reported revision may be inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.